Manufacturer narrative:
E1 phone number- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient dielectric strength, and current, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction the ccu plug (laser light cable) of the video cable section has loose parts. Additionally, the additional malfunctions are likely due to outer tube is damaged and a defective video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported loose and exposed wires, during reprocessing involving an olympus gynecologic laparoscope. The customer did not specify a suspected cause. There was no patient involvement.